Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for one patient using cobas 6000 c 501 module serial number (B)(4). The first 24-hour urine collection, before the patient began methylene blue therapy had a result of 96.5 mg/dl. On (B)(6) 2020, a second 24-hour urine collection, after the patient began methylene blue therapy had a result of 10.7 mg/dl. The results were reported outside of the laboratory and were questioned by the physician. The customer suspected an interference between the creatinine plus ver.2 reagent and the methylene blue therapy.

Manufacturer narrative:
The customer is unwilling to provide any data regarding pre-analytics, hardware, patient's disease or medication. Further investigation of the alleged issue is not possible due to missing information.